Event description:
During a marrow procedure, the user had to proceed 3 times to get the sample. The first 2 trocars became bent (angled) through pressure needed for the entrance to get the biopsy specimen.

Manufacturer narrative:
A complaint sample was not provided for evaluation; therefore, the quality of the biopsy needle assembly could not be evaluated in regards to the issue reported. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures identified a specific manufacturing step for the grinding of the stylet tip of the biopsy needle assembly. A device history review (DHR), raw material history files and the sterilization batch records for the listed manufacturing lot showed one non-conformance. Product was 100% culled and quality released. There were no other recorded quality problems or rejections related to this incident. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness and minimize impact from the manufacturing process.